Event description:
During compounding of chemotherapy, a saline bag (without chemotherapy) was used to prime the intravenous tubing line prior to adding chemotherapy. The tubing (baxter 2r8538, lot#dr21l15048, exp 12/15/2023) began to leak from below (the base) of the priming drip chamber.